Event description:
During routine preventive maintenance check of device the casing of several chargers were noted to be melted and one had a hole melted through. Allied was contacted and advised the user facility that the chargers were to be plugged in for a maximum of eight hours to charge. Units allowed to charge more than eight hours on a battery that will not maintain a full charge may cause the battery charger to overheat. In the operations manual, recharge time indicates "8 hours maximum fully discharged battery". Operating procedures indicate "the integral battery will recharge from condition of low charge within 8 hours maximum".